Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. Lead fracture was suspected. The lead was explanted, however when the new lead was connected to the device the noise was still observed. The device was then explanted and replaced. The patient was doing fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.